Event description:
Customer reported on a bravo ph capsule that failed to detach. The physician had to break the handle on the delivery device to get the capsule to deploy. The patient was not injured following the procedure.